Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and failed operational specifications. Therefore, the reported condition was confirmed. The cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery or surgery it was discovered that the motor device "has very low rotations per minute (rpm). There were no delays to surgery as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.